Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values with the 2nd sensor used on this date. The new sensor completed the warm-up period and displayed cgm values in the 130 mg/dl range. She felt hungry but had no other symptoms. She did not have a glucometer at home at the time. She went to a restaurant with a friend for dinner around 5:30 pm. The last cgm value she remembered was 136 mg/dl. At the restaurant she started sweating, was playing with her food, and ¿stopped making sense.¿ she was unable to self-treat, and her friend attempted to have her drink orange juice and called emergency medical service (ems). Upon paramedic arrival the first bg fingerstick (bg fs) did not register. She was unable to speak or respond to questions from paramedics. The second bg fs was 15 mg/dl and she was treated with oral glucose gel x2, and IV dextrose was started. She was transported to the emergency room (ER) via ambulance. At the ER her bg level was initially 146 mg/dl, but then it dropped to an unspecified value, and she received additional IV dextrose and oral potassium to stabilize her bg level. She was monitored for 8-10 hours at the ER and the bg fs was 115 mg/dl at discharge. She arrived home around 2:30 am and continued to use the same sensor and her tandem insulin pump. Although her bg level decreased again, she received alarms and alerts and monitored her condition at home. She indicated she did not remember any event details for about 4 hours after arriving at the restaurant. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.